Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2013: a female patient with taa underwent tevar. The patient's anatomical condition was suitable for endovascular repair. Zteg-2p-38-152-pf was placed from the origin of the descending aorta, and then zteg-2p-42-216-pf was distally placed with 5 stents overlapped. No endoleak was confirmed and the procedure was completed. Sometime in early (B)(6) 2018: the physician confirmed that the proximal part of the stent graft (zteg-2p-42-216-pf) was partially deformed/infolded. No endoleak was confirmed. The physician told the rep as below: the patient had been developed dic (onset time is unknown) after tevar. The platelet count is 60000-70000. Fdp is >300. Fib is <100. D-dimer is >50. Detailed examination including a bone marrow puncture was conducted but the cause of dic has been unknown. Patient outcome: additional procedure for this event is not planned as of now. The patient is under 'wait-and-see' approach.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. H6) ec result code: 4247 - appropriate term/code not available: planing and sizing related as the used components had not the same diameter. Summary of investigational findings: this complaint focuses on a female patient who underwent tevar in (B)(6) 2013. Zteg-2p-38-152-pf was placed from the origin of the descending aorta, and then zteg-2p-42-216-pf was distally placed with 5 stents overlapped. No endoleak was confirmed and the procedure was completed. In (B)(6) 2018, the physician noted that the proximal part of the stentgraft (zteg-2p-42-216-pf) was partially deformed/infolded. No endoleak was confirmed. Furthermore, the patient had developed disseminated lntravascular coagulation(dic) after tevar (onset time is unknown). Additional procedure for this event is not planned. The patient is under 'wait-and-see' approach. A cta performed five years after implantation is provided for the investigation. As per review of the imaging, a descencling thoracic aneurysm had been excluded with a proximal zteg-2p-38-152-pf and a distal zteg-2p-42-216-pf. The zteg-2p-42-216-pf overlapped five of the distal zteg-2p-38-152-pf stent bodies, as decribed in the reported information. The reported infolding was evident on the sealing stent of zteg-2p-42-216-pf which disappeared at the second mainbody stent junction. This created a wedge shaped recess that gradually shrunk from proximal to distal. Only the deepest apex of the recess was filled with thrombus. The infold involved three stent apices and extended almost to the center of the lumen. According to complaint history, infolding likely occurs as a result of oversizing. Zteg-2p-42-216-pf was oversized relative to zteg-2p-38-152-pf and that can likely be a contributing factor. The package insert recommends to have the same diameter when overlapping a distal component with a proximal component. It was however not possible to determine if the infold contributed to the occurrence of dic but cannot be excluded. The turbulence caused by such a space would likely have the potential to create shear forces leading to dic. However, the large likely growing essentially un-excluded aneurysm could also cause dic. Furthermore, dic is a known complication of untreated abdominal aortic aneurysm. (Arch surg 1983;118:1252-5) dic causes thrombocytopenia. The proposed mechanism is clotting cascade activation through endothelial exposure caused by abnormal shear forces. Dic is also a reported complication of endoleak as well as persistent perfusion of a partially thrombosed false lumen.(j vasc surg 2014;59:1426-9, ann vasc dis. 2015; 8(4): 334- 336, & j endovasc ther. 2003 oct;10(5):953-7). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 21may2021: date unknown: additional procedure was performed as placing two of gore¿s c-tag right below the left subclavian artery to right above the celiac artery. Right after this, dic started to be improved. It improved more after re-starting anticoagulant therapy and the taa has stopped to be growth, and it has been 26 months after the additional procedure was performed.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: 21dec2021 reopened complaint a 79-year-old female patient underwent tevar (thoracic endovascular aortic repair) in (B)(6) 2013. Zteg-2p-38-152-pf was placed from the origin of the descending aorta, and then zteg-2p-42-216-pf (complaint device) was distally placed with 5 stents overlapped. No endoleak was confirmed and the procedure was completed. In (B)(6) 2018, the physician noted that the proximal part of the zteg-2p-42-216-pf was partially deformed/infolded. No endoleak was confirmed and at the time no additional procedure was planned but the patient was under ¿wait-and-see¿ approach. At an unspecified date after the tevar the patient developed dic. It is noted that the patient had a detailed examination including a bone marrow puncture but the cause of dic could not be established. Since then, the patient has undergone an additional procedure where two of gore¿s c-tag were placed right below the left subclavian artery to right above the celiac artery. Thereafter, the patient¿s dic improved. Further, it is noted that the dic improved after the patient re-started anticoagulant therapy and the taa stopped growing. The timeline for this additional information is unclear but from the information it is understood that the additional procedure, and beginning of improvement, happened about 26 months prior to the information provided on 21may2021. The still image provided (date unknown) shows the infold of the stent graft. Imaging review performed on (B)(6) 2018 by an imaging expert in relation to the initial complaint: infolding of the zteg-2p-42-216-pf creating wedge shaped recess is confirmed. With only the deep apex of the space thrombosed, the turbulence caused by such a space would have the potential to create shear forces leading to dic. However, the large likely growing essentially un-excluded aneurysm could also cause dic. The proximal seal zone was 5 mm long and the distal seal zone had been reduced to zero. This was secondary to aneurysmal dilation of the aorta distal to the endograft encroaching on the seal zone and dilation of the seal zone beyond the zteg-2p-42-216-pf design diameter. Disseminated intravascular coagulation (dic) is a known complication of untreated abdominal aortic aneurysm. A clinical assessment was performed on (B)(6) 2021 after the new information had been provided. It was concluded that a connection between the deformation of the stent graft and the occurrence of dic could not be established due to missing information about the time between the different events in the complaint as well as lack of other conditions and pre-disposing factors for dic. Review of device history record gave no indication of the device being produced outside of specifications. In theory oversizing could lead to infold of graft material but no information is available on planning and sizing or indicated in the imaging findings. The observed infold of graft material was a potential cause to dic but as well was the patient¿s underlying disease progression with a growing aneurysm. It is stated that the dic improved after additional surgery where, presumably (no information), the infold as well as the growing aneurysm were treated. Because of the limited information, the unclear timeline of events, and multiple potential contributing factors, it is not possible to conclude a direct causal link between the infold and the patient¿s dic. But it cannot be ruled out that the infold could have contributed to the development of dic. Conclusively it is not possible to determine a cause based on the provided information and investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.